Event description:
The enfit neoconnect feeding tube was found to be cracked at the connection site and milk was leaking onto the patient's bed. The tubing was changed, and the feeding was resumed. A minimal amount of feeding leaked out so no harm to the patient.